Manufacturer narrative:
Concomitant medical products: model: d154awg, ICD; implanted: (B)(6) 2008.

Event description:
It was reported that the patient's right atrial (ra) lead exhibited high impedance. Oversensing noise was noted on the stored egm's, and high thresholds, and no capture at full output were also noted. A lead fracture is suspected. The lead was reprogrammed and "turned off." The lead remains implanted but is not being utilized. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.